Manufacturer narrative:
According to the case information,the sensor broke during the removal procedure on(B)(6) 2024.according to the hcp, she reached the sensor, clasped on it and only the tip of the sensor came out.the hcp was able to successfully remove all the pieces of broken sensor.a return material authorization (RMA) was issued for the return of the device for further investigation.however, the device was never returned at the time of closure of this complaint.additionally,no images were provided for visual confirmation of the event.the potential root cause of fracture of sensor during removal is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect, which is stated in the eversense e3 user guide under "risks and side effects" section. No further investigation was found necessary. B4. Date of this report 03 january 2025 g3. Date received by the manufacturer? 03 january 2025 h6. Type of investigation updated to 4114 h6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 4311.

Event description:
On 20 november 2024, senseonics was made aware of an incident where hcp reported a broken sensor during the removal procedure.the event happened on 20-nov-2024.all fragments of the broken sensor were successfully removed. The RMA was authorized for return of the broken sensor.

Manufacturer narrative:
The RMA was authorized for return of the broken sensor. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.